Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for projected remaining capacity, prior to a planned procedure. Technical services (ts) reviewed the available data and requested further data submission for analysis. Subsequent evaluation confirmed the device had triggered a remote monitoring disablement due to low battery measurement. Given the battery status and advisory conditions, replacement was recommended. Subsequently, this device was successfully explanted an replaced. No additional adverse patient effects were reported outside the revision procedure.